Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 6935m62, implantable tachy lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation while resting and moving from the left ventricular (lv) lead. No intervention was taken and the lv lead remains in use. No further patient complications have been reported as a result of this event.